Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient right ventricle (rv) lead noise resulting in noise reversion episodes. No changes or interventions were reported. The patient had no consequences.

Event description:
New information received that the patient had a recent follow up in clinic, the right ventricle (rv) lead exhibited noise. The rv lead was explanted and replaced on (B)(6) 2025. The patient was recovering post procedure.